Event description:
On 9/27/95 an anterior cervical plate was removed from the pt's cervical region because it had broken. A new plate was implanted. The second plate broke at a later date (date unknown at this time).